Event description:
Additional information received stated, auto focus was not functioning during surgery. Surgery completed without any patient harm.

Manufacturer narrative:
Additional information provided in b.5., d.5., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported problems with capsulorhexis decentration and focus after docking during surgery. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative noted the oscillator was in mode lock and was started, the focus tests and alignment of laser and image were performed. The system was then tested per the service test procedure (stp) and found to meet company specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).